Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. Add'l info has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2008-00068, -00070, and -00071.

Event description:
Allegedly, rim lock is gone, cup shifted causing wear.